Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type ii with primary location of left foot and lower leg. It was reported that the patient complained of problems charging the battery. When the patient uses the device they have 70% coverage but only 30% pain relief. On interrogation of the system battery, there were no problems and staff in clinic charged the battery with no issues. There was discussion on repositioning the battery but the clinician stated there may be similar problems. The patient was not using their device often and was undecided as to whether explant. The patient attended clinic on (B)(6) 2017 for annual review, complained of variability in sensation due to spinal cord movement and not problems with the device. Was advised not to turn settings up to high intensity as will interfere with proprioception from right leg. Reviewed again in clinic on (B)(6) 2017 and the patient had not used the device since last appointment, therapy was suspended. The patient was able to tolerate the pain without the device and partially as it projected some sensation into the other leg which was unacceptable to the patient. The patient was keen to have the device removed as they were not using it and pain was tolerable. The ins was explanted on (B)(6) 2017 but the lead remained implanted out of service. It was unknown if the issue resolved. It was noted that the patient exited the clinical study on (B)(6) 2017. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the unacceptable stimulation was felt in the non-painful right leg at 6v. The patient¿s painful area was in the left leg and foot. High level of stimulation was required to reach the foot however, this resulted in the stimulation spreading to the opposite leg. It was noted that the system was working okay and charging was not an issue. Reprograming amended to a guarded cathode at number 6 with increased pulse width of 120 microseconds. This did not resolve the issue and patient requested removal of the whole system which was done on (B)(6) 2019. Follow up is being done due to conflicting explant dates.

Manufacturer narrative:
Device code (B)(4) has been removed. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up is being performed to obtain clarification of what "problems charging the battery" means as the ins is non-rechargeable.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that there was no report of device explant. Therapy was suspended on (B)(6) 2017 and the patient exited the study on the same day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the patient exited the study because the devices were inactive.